Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to needing an upgrade to an implantable cardioverter-defibrillator (ICD) lead. Another rv lead was also present within the patient, but was not targeted for extraction. It was reported that patient had occlusion on the left side of the body as well. A spectranetics lead locking device (lld) was inserted in the rv lead to provide traction to aid in extraction. The physician began the extraction with a spectranetics 12f glidelight laser sheath and noticed lead on lead binding, particularly in the subclavian vein and into the brachiocephalic vein where he met stalled progress. Additional attempts were made to progress through the vasculature with the 12f glidelight, without success. The physician then chose to upsize to a 14f glidelight device. This appeared to go right through the binding site, and then the rv lead released. The physician continued forward a little bit because he needed access for the re-implant of the new lead. It appeared that the 14f glidelight was right on the lateral wall of the superior vena cava (svc). He attempted to pass a wire down to gain access for the re-implantation but it would not thread to the desired location. Contrast was then instilled to determine location of the glidelight device; this confirmed that the device had gone extravascular, the glidelight had gone through the svc lateral wall. Rescue efforts commenced immediately, including rescue balloon and sternotomy. Repair was made successfully to the svc and the patient survived the procedure. Per report, the patient is doing well. There was no alleged malfunction of any spectranetics devices in use during the procedure.